Event description:
Mobility, asymptomatic. Implant placed in 2018; patient never came back for recalls or maintence until the implant was loose. The entire implant came out when patient was seen to have abutment screw tightened.